Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the transmitter not working occurred. Date of event is an approximation. On (B)(6) 2024, the patient was vomiting and had large ketones. The following day, on 03/26/2024, the patient¿s grandmother called the patient's doctor and was advised to put her omnipod in manual mode, as well as give the patient an insulin injection of 2 units. After an unspecified amount of time, the patient¿s doctor advised for the patient¿s omnipod site to be changed. After these recommendations did not resolve the patient¿s hyperglycemia, the patient was taken to the emergency room. At the ER, the patient¿s omnipod, sensor, and transmitter were removed. The patient¿s grandmother was advised to contact dexcom for a transmitter replacement, stating that the patient¿s was ¿not working¿, however, no specific error message or further details were provided. The patient's grandmother stated that she thinks the "signal issue" on the dexcom transmitter (but still unsure of the error) started on the night of 03/25/2024 and all day on 03/26/2024 until the transmitter was changed at the hospital. The doctor at the ER provided the patient with an unknown medication/treatment to reduce the patient¿s ketone level. The patient was discharged home after approximately 2 hours. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a the transmitter not working is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.